Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior revision of scoliosis at t3-t12. Intra-op, the driver broke. No fragments of the instrument were remained inside the patient. No patient complications were reported as a result of this event.